Event description:
The integra sales rep reported on behalf of the user facility the following incident: the physician was performing a bunionectomy. The physician determined that the pt had soft bone and did not pre-drill. While attempting to implant the screw, the distal end of the threads of a second screw broke off. The physician attempted to implant two screws before the third had taken.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported info.